Event description:
It was reported that the high voltage cable and the keyboard cover on the 9800 system needed to be replaced. Also the kvp accuracy needs to be remeasured. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The kvp accuracy was re-measured. The high voltage cable and the keyboard cover were replaced during the service call. The system was tested and found to be working as intended and put back into service.